Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): fiber is broken and parted at connector; the fiber shows signs of burn/ melting at the break; the fiber distal end does not show signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excess bending; product insert cautions against sharp bending.

Event description:
It was reported that at the beginning of a procedure (turbinectomy on a female patient), the physician noted that the sma connector was burnt when the accustat fiber was fired. The procedure was completed with a second fiber. "No injury" to patient and/or end user reported.